Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker dependent patient presented in clinic for follow-up. Upon device interrogation, multiple episodes of noise reversion due to noise on the right ventricular lead were noted. The noise could not be reproduced in clinic. The patient's condition was stable. No intervention was reported. The patient would be monitored.